Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. Failure investigation of parts returned to manufacturer determined: the defective u1 on the air flow sensor pcba created the air/ o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators oxygen concentration was out of specification. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019. Additional information that the power light emitting diode went off, the oxygen concentration was out of range, the flow sensor was faulty, and the top cover was cracked. The device was evaluated by the international field service engineer who was performing periodic maintenance. He confirmed the reported issues. The engineer replaced the power switch overlay, the flow sensor, the top cover, the oxygen inlet filter, the air inlet filter, and the cooling fan filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.